Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: external control system failure.additional text: silastin pulled back. Wire exposed at end of dl.specific component(s) involved: other component malfunction, specify.additional text:other component: no malfunction.causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify.other intervention : rescue tape initially, thoratec placed boot (B)(4) 2011.implant device type: lvad.